Event description:
A voluntary medwatch report (B)(4) was filed on 02 feb 2016 by a health professional (project coordinator) at a user facility for the evd. It was received on 08 jun 2016 via postal mail. On (B)(6) 2016 a doctor was inserting the evd on a (B)(6) male patient and a piece broke when connecting the proximal part to drain. A new system was opened and connected to a new drainage system due to the leak. No other information was provided on the medwatch and additional information was requested.

Manufacturer narrative:
Integra has completed their internal investigation on 05 jul 2016 the product was not returned for evaluation. Device history review was not possible since no lot or catalog number was provided. There are several external drainage and accessories product families; therefore, due to lack of product identification, the evaluation of product complaint history was not possible. Conclusion: no sample was returned for evaluation, no lot number or catalog number was provided; also, the description provided does not state what was broken on the unknown evd device. Different attempts were made to contact the complainant, but to no avail. Due to lack of information, it is not possible to perform a root cause analysis. If additional information is obtained, or the sample is returned, this investigation will be reopened.